Event description:
It was reported the patient experienced ineffective stimulation. As such, surgical intervention may occur to address the issue. The investigation did not determine which lead resulted in ineffective stimulation.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000045920.

Event description:
Additional information indicates that surgical intervention was undertaken on an unknown date wherein the entire scs system was explanted to address the issue.

Manufacturer narrative:
Exact date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.